Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed superficial damage to the outer silicone jacket of the patient¿s driveline. The account reported that the patient was seen in the clinic with their driveline completely covered in rescue tape. A log file was submitted for review which captured the system operating as intended. The patient remains ongoing on vad support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire / shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had no alarms but the driveline was completely rescue taped from connector from controller to about 2 inches from exit site due to outer coating being torn or missing in several spots. The driveline has been seen often tangled and there is a concern for wires breaking down in the future. Log file analysis captured no unusual events, the driveline data looked normal as there are no conductors about to fracture. Tech services state that if a repair occurs now, there could be a chance that another repair won't be perform in the future if patient had an actual shorting issue, because 2 inches from the exit side is needed.